Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 17 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 22 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was fractured. This damage can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 22 cm towards the tip of the lead due to the deformed outer conductor coil. Thus the functional test of the helix fixation mechanism was not properly feasible. In addition, cuts in the insulation were observed which occurred most likely during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.